Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and cracked lcd window.

Event description:
It is reported that the customer had high blood glucose levels of 197 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that said alarm was received while at work under extremely hot temperatures. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.